Manufacturer narrative:
(B)(4). The pump was received with a blank display due to battery tube power connector not connected properly to j7/pcb 1. Connected power connector and continued testing. The pump passed the self test, sleep current measurement, active current measurement, and the displacement test. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had failed battery alarm. It was reported that the lip ring was working no crack to it. No harm requiring medical intervention was reported. The device will be returned for the analysis.